Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Related MDR number's: 3011649314-2026-00972, 3011649314-2026-00975, 3011649314-2026-00976.manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 61-year-old male patient presented to his (B)(6) with concerns related to previously placed dental implants. The implant placement was performed on (B)(6) 2025 at tooth locations #03, #04, #19, and #30. It was reported that the implants were not placed after immediate extraction and were not immediately loaded. The patient presented with the issue on (B)(6) 2026, before the second-stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate, and it was removed on the same day as the visit without the use of any instruments. The implant was not replaced. The patient experienced symptoms of inflammation and abnormal bone loss around the implant, which resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and fair oral hygiene. No abnormalities with the implant or the package were reported.